Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a ventricular tachycardia ablation procedure in the left ventricle, a cardiac perforation occurred. During the procedure the patient became hypotensive. An ultrasound was performed to determine if there was an effusion; however an effusion was not confirmed and the procedure was continued without reversing heparin. Later, a second ultrasound diagnosed an effusion. A pericardiocentesis was performed to stabilize the patient. The physician expressed that the catheter felt stiff. No radiofrequency (rf) energy was delivered.